Manufacturer narrative:
Based on new information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated that the blue plunger went above the lens inside the introducer and surgery was completed with another lens during the initial procedure and there was no patient contact.

Event description:
A health care professional reported with a description of blue plunger went above the lens inside the introducer. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).